Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hepatectomy, at bile duct with liver parenchyma, the surgeon fired the device and the handle showed excessive tissue thickness. After that, the surgeon used the cusa in order that the tissue will be less thick. At the second time, the surgeon closed the jaws on the parenchyma tissue and the handle showed number three of thickness. The surgeon then waited ten seconds and fired again. The firing was completed and when the surgeon pushed up to retract the knife, the knife stopped retracting and the jaws locked on tissue and did not open. The surgeon fired another reload around the reload that was stuck on tissue to extract the reload that was stuck on the liver parenchyma. There was unanticipated tissue loss and surgical time was extended for more than 30 minutes. It was also noted that there was a clip on the liver tissue. Based on the image, the adapter did not calibrate.

Manufacturer narrative:
D10 concomitant product: egia60avm, egia 60 artic vasc med sulu (lot#: n1b0586y); sigpshell, sig power sigpshell control shell (lot#: n1k0571y); sigphandle, sig power sigphandle handle (serial#: (B)(6)) additional information: b5, d9 (return date), d10, g1, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unload switch was at the home position and there was no damage to the adapter. The adapter was returned with a reload attached. Functionally, the adapter firing rod was returned to home position using the manual retract tool. The reload was removed using standard practices. The unload switch was depressed multiple times and showed no hang-ups or sluggishness. The adapter was then connected to the adapter black box running gen2 acc software and the strain gauge was responsive. The adapter had 31 of 50 procedures remaining. The adapter was connected to a representative handle running v29.4.2 software and the device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang-ups or sluggishness. The unit was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. It was reported that the instrument was difficult to fire but completed the firing sequence and the operating (or) time was extended by >30 minutes resulting from product failure. The reported issues were confirmed. The most likely cause was not traced to the device. It was also reported that the adapter did not calibrate as expected after loading. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hepatectomy, at bile duct with liver parenchyma, the surgeon fired the device and the handle showed excessive tissue thickness. After that, the surgeon used the cavitron ultrasonic surgical aspiratorin in order to the tissue will be less thick. At the second time, the surgeon closed the jaws on the parenchyma tissue and the handle showed number three of thickness. The surgeon then waited ten seconds and fired again. The firing was completed and when the surgeon pushed up to retract the knife, the knife stopped retracting and the jaws locked on tissue and did not open. The surgeon fired another reload around the reload that was stuck on tissue to extract the reload that was stuck on the liver parenchyma. There was unanticipated tissue loss and surgical time was extended for more than 30 minutes. It was also noted that there were a lot clips on the liver tissue. Based on the image, the adapter did not calibrate.